Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements on this pacemaker were low and out of range. An increase in rv thresholds, oversensing, and pacing inhibition of an unspecified duration was also reported. The lead was surgically abandoned and this pacemaker was replaced for normal battery depletion. No additional adverse patient effects were reported.